Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the product is not possible as item was not returned. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned device identified one taper adapter was received and evaluated against the complaint. The taper adapter is assembled with glenosphere . The threaded feature of the taper adapter is clear of debris and any signs of damage. There are some cosmetic scratches in between the product ID etch. There is a circular wear pattern around the threaded feature but no other notable damage. Dimensional analysis was not performed as the taper is press fit into the baseplate intraoperatively. Additionally, the subsequent explanting of it could have caused damage. Root cause from the previous investigation remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was further identified that the glenosphere was also revised. No further information at this time.

Manufacturer narrative:
(B)(4). Concomitant medical devices: arcom xl 44-36 std hmrl brng pn: xl-115363 lot: 596890. Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
It was reported that the patient underwent a revision procedure due to dislocation within 48 hours of the initial procedure. The bearing was removed and replaced.